Event description:
The clip came off one week after surgery. At the time of surgery, clipping was not as smooth as usual and the doctor had to try three times. When closing the doctor thought he felt something unusual, maybe not as tight as in past cases. However, the clip closed all right and the doctor thought the clip should be tight enough. This pt had the symptom of arterial sclerosis. When the doctor examined the progress after the surgery by x-ray, he found that the clip had come off.